Event description:
The customer's visiting nurse called in for customer stating that customer's surestep meter was reading inaccurately low. This was documented during the call it was discovered that cusotmer was storing strips outside of the vial. On the morning of the event customer tested blood before breakfast and obtained a reading of 9 mg/dl. Customer called the doctor and he told customer to have a piece of candy and to drink a coke or something with sugar. Customer woke up family member and family member tested on the customer's meter and obtained a reading of 4 mg/dl. Customer was experiencing symptoms of shaking, weak, fever and whenever customer ate something, customer would vomit. Customer went to the clinic and they tested customer's blood on their meter and obtained a reading of "300 something" customer stated they gave customer a shot of insulin and tested customer's blood again. Customer stated they tested customer again and obtained a reading in the 400's. Customer said they released customer when customer blood sugar stabilized, customer does not remember what the reading was but stated it was around 300 mg/dl. Customer's doctor increased humalin 70/30 from 25 units in the am to 30 units in the am. The evening dose was not changed. The company staff explained to customer the importance of keeping the strips in the vial and the company staff reviewed cleaning the meter.